Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: it has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from video cable. The leakage occurred from video cable. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material on probe cover, on nozzle, on adhesive of distal sheath and on connecting tube. There were no reports of patient involvement.